Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy drain. The cause of the events was not reported. The patient presented to the emergency room; however, the patient was not hospitalized for the events. On an unreported date, the patient was treated with unspecified intraperitoneal antibiotics, an unspecified pain reliever, tramadol and paracetamol for the events. At the time of this report, the events remained ongoing. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced peritonitis manifested by abdominal pain and cloudy drain. The cause was unknown. The patient was discharged from being hospitalized and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.